Manufacturer narrative:
Concomitant medical products: 250ml b braun bag ref (B)(4) eva mixing container and one used hemostat; td (B)(6) 2018. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a set broke apart when they were trying to get a bubble out during a lipid infusion. There was no patient harm.

Event description:
The customer reported a set broke apart when they were trying to get a bubble out during a lipid infusion via a PICC line. The tubing was replaced without incident. There was no patient harm. The product arrived attached to fat emulsion (intralipid) 20%, IV bag 22. The medication was ordered to infuse at 1.1ml/hour over 20 hours, and the volume was 22ml.

Manufacturer narrative:
The customer¿s complaint that the tubing separated was confirmed. Visual inspection observed that the pvc tubing was completely separated from the lower fitment. Functional testing was not performed due to the tubing being separated at the component engagement. Fluid was leaking from the separation of the used set. Visual inspection under magnification noted that both sides of the pvc tubing had insufficient solvent applied at the engagement during manufacturing process. Dimensional analysis was performed on the pvc tubing; the tubing measured to be within specification. The root cause that the tubing separated was a manufacturing issue due to insufficient solvent being applied at the junction of the tubing.

Event description:
The product arrived attached to fat emulsion (intralipid) 20%, IV bag 22. The medication was ordered to infuse at 1.1ml/hour over 20 hours, and the volume was 22ml.